Manufacturer narrative:
The reported event that the device was deformed (kinked, not circular) could not be confirmed. No visual anomalies were found, and the device met functional and dimensional specifications when analyzed at abbott. The occluder was successfully deployed from a test 8f loader without any deformations, under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 25 mm amplatzer pfo occluder was selected for implant. During device preparation, the physician noticed the occluder was deformed (kinked, not circular). The user continued to use the same device and during deployment, the device deployed deformed. The device was removed and replaced with a 35 mm amplatzer pfo occluder (lot number: 6405625). The procedure was completed with the replacement and no patient consequences were reported.